Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem t:slim technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.